Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer reported symptoms of dizziness and being lightheaded; medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 07/15/2022. The customer stated they have not tested in over a year. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.